Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse that evaluated the unit was not able to reproduce the reported issue. The fse exercised the unit to no fail. The fse performed a full calibration and functional checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an iabp lead fault. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.